Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered three inappropriate shocks for a supraventricular tachycardia initially detected in a monitor only zone.

Manufacturer narrative:
The crt-d therapy zones were reprogrammed , and the patient's medications adjusted. No adverse patient effects were reported in this event, and available information suggests that this device remains in service at this time, this event will be updated if any additional information becomes available.